Event description:
It was reported that a malfunction occurred with malf 13 code and was not resettable. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer used multiple daily injections (mdi) as a backup therapy, and a replacement pump was sent by customer support. Instructions were provided for returning the defective pump, and the customer acknowledged understanding all given instructions.